Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was difficult to release from the catheter. In attempt to troubleshoot, the physician advanced the protective sleeve over the lp which aided in the successful separation. However, the lp then dislodged and travelled to the inferior vena cava. The lp was removed and replaced. The patient was stable.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to release from the catheter. The physician advanced the protective sleeve over the lp and the lp then dislodged and travelled to the inferior vena cava. The lp was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of device dislodged or dislocated, and difficult or delayed separation were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.